Manufacturer narrative:
H6: investigation summary: no product or photo (mat # 20350e) was returned by the customer. It was reported by the customer that the tpn would not run through filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 20350e and lot number 22099098 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set was blocked during the infusion and tpn would not flow past the filter. The following information was provided by the initial reporter: "tpn would not run through filter".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set was blocked during the infusion and tpn would not flow past the filter. The following information was provided by the initial reporter: "tpn would not run through filter".